Event description:
It was reported the pt underwent a second lead revision. No dates, symptoms, or reason for the revision were provided. See also MFR #: 6000032200902738, and 6000032200902733.

Manufacturer narrative:
Device code "other" used to describe lead revision for unspecified problem.